Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: ¿ when was the pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient) please specify --during use on the patient h3 investigation summary: the product was returned to ethicon for evaluation. Three unopened samples were received for analysis. Product code epm8745. In order to evaluate the condition of the returned samples. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. Total 5 products occurred needle pull off issue. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.